Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on 08 december 2025 a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. It was noted that the steerable guide catheter (sgc) was difficult to click into the stabilizer and was difficult to remove from the stabilizer. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported difficult to insert and difficult to remove was unable to confirm via device returned analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.